Event description:
New information received notes that the lead was implanted.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead had failed to extend. Patient status was not provided.